Event description:
The surgeon implanted an aa4203tl toric silicone lens. The pt had a pre-existing posterior capsular tear, the capsular tear was noted during insertion of the lens. The lens was removed. The pt's pre-op best corrected visual acuity was 20/20, post-op best correct visual acuity is 20/40. Routine post-op visits will follow. The facility stated that the posterior capsular tear was not due to the iol. The iol injection cartridge and iol injector models and lot numbers unk.